Event description:
Physician attempted to use a pacific plus pta balloon with a 6x45 non-medtronic (terumo destination) sheath and a .018 non-medtronic (abbott command) guidewire during treatment of an 80mm calcified lesion in the patient¿s left distal anterior tibial artery. Moderate vessel tortuosity and severe vessel calcification were reported. Lesion exhibited 70% stenosis. Artery diameter reported as 2.5mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre or post dilated. A non-medtronic (boston scientific encore) inflation device was used for balloon inflation. 50/50 contrast fluid was used. The balloon was not passed through a previously deployed stent. Severe resistance was noted during advancement of the device. Inflation difficulties were reported. The balloon wouldn¿t maintain pressure. No leaks were noted on the device. The device was safely removed from the patient and the procedure was aborted. No patient injury reported. When the device was returned for evaluation, it was noted that there was a pinhole leak in the balloon

Manufacturer narrative:
Product analysis a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.018¿ guidewire from the lab was loaded through the tip and exited through the luer, an indeflator was used to inflate the balloon but the device would not hold pressure and a pinhole leak was found 0n the distal end of the balloon, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.